Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to oekg. Oekg checked device and found the reported event, and that the reported additional screw had been used as one of the internal components inside the control section. Omsc reviewed the manufacture history (DHR) of the device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from oekg, since there had been no fixation agent on the screw, there was the possibility that extra screw might have been entered into the control section by worker's mistake during previous repair. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at the service department of olympus (B)(6) (oekg), it was found that there was an additional screw inside the control section. There was no report of patient injury associated with this event.